Manufacturer narrative:
The reported symptom code (burning smell) was confirmed. An external visual inspection showed no signs of physical damage. Functional display test failed. Upon investigation, the inverter board transformer was found burnt. A known good inverter board was installed and the screen became fully operational. Internal visual inspection showed no other signs of abnormalities. The device history records shows that the front panel assembly was replaced due to ¿no picture displayed¿.

Event description:
Peritoneal dialysis patient reported a burning smell coming from the liberty cycler. Patient stated that he is able to complete treatment on the cycler. Patient stated that the burning smell usually occurs during a drain cycle. The patient was advised to discontinue use of the cycler and to contact the clinic nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicated that there was no complications as a result of the alleged event.